Event description:
Attorney reported: in 2005 - the patient underwent an incisional hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2006 - the patient underwent surgery with explant of the mesh patch, replaced by a kugel mesh patch. The patient suffered from an incarcerated bowel, scarring with extensive seroma, and omental and small bowel adhesions as a result of the failed mesh composix kugel mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.